Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/pain,") and genital haemorrhage ("abnormal bleeding") in a patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included endometriosis in 2005. Concurrent conditions included degenerative disc disease, scoliosis and inflammation. In (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced migraine ("migraines/headaches"). In 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and vaginal infection ("vaginal infections/infection (bladder/ urinary tract/vaginal) type: vaginal infections"). In (B)(6) 2006, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("severe abdominal pain"), abdominal pain lower ("cramping"), back pain ("back pain"), dysgeusia ("metallic taste in mouth/other injury(ies) or complication(s) please describe: metallic taste in mouth."), vaginal discharge ("vaginal discharge"), headache ("headaches"), weight fluctuation ("weight fluctuations"), procedural pain ("painful post-operative recovery"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), dysmenorrhoea ("dysmenorrhea (cramping),"), dyspareunia ("dyspareunia (painful sexual intercourse),") and weight increased ("weight gain / loss specify which one: weight gain,"). The patient was treated with surgery (underwent a laparoscopic hysterectomy and bilateral salpingectomy to remove the essure devices). Essure (ess205) was removed in (B)(6) 2007. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, abdominal pain lower, back pain, dysgeusia, vaginal infection, vaginal discharge, fatigue, headache, weight fluctuation, procedural pain and migraine was resolving, the vaginal haemorrhage and menorrhagia had resolved, the dysmenorrhoea and dyspareunia outcome was unknown and the weight increased had not resolved. The reporter considered abdominal pain, abdominal pain lower, back pain, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, procedural pain, vaginal discharge, vaginal haemorrhage, vaginal infection, weight fluctuation and weight increased to be related to essure (ess205). The reporter commented: following the removal surgery, plaintiff suffered a painful post-operative recovery. Since having the surgery, plaintiff's symptoms are mostly resolved. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2005: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 2-mar-2018: plaintiff fact sheet, medical records, new reporter, patient demographic relevant information and lab data, essure indication and start stop date, new events abnormal bleeding (vaginal, menorrhagia), dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), migraines/headaches, weight gain / loss specify which one: weight gain, injury(ies) or complication(s) please describe: metallic taste in mouth were addedthe events infection (bladder/ urinary tract/vaginal) type: vaginal infections, pain, clubbed with previous event. Incident : no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("severe abdominal pain"), abdominal pain lower ("cramping"), back pain ("back pain"), dysgeusia ("metallic taste in mouth"), vaginal infection ("vaginal infections"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), headache ("headaches"), weight fluctuation ("weight fluctuations") and procedural pain ("painful post-operative recovery"). The patient was treated with surgery (underwent a laparoscopic hysterectomy and bilateral salpingectomy to remove the essure devices). Essure (ess205) was removed in 2007. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, abdominal pain lower, back pain, dysgeusia, vaginal infection, vaginal discharge, fatigue, headache, weight fluctuation and procedural pain was resolving. The reporter considered abdominal pain, abdominal pain lower, back pain, dysgeusia, fatigue, genital haemorrhage, headache, pelvic pain, procedural pain, vaginal discharge, vaginal infection and weight fluctuation to be related to essure (ess205). The reporter commented: following the removal surgery, plaintiff suffered a painful post-operative recovery. Since having the surgery, plaintiff's symptoms are mostly resolved. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirming full occlusion of fallopian tubes. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.